Event description:
The customer originally reported that the device could not be attached to the ultrasonic system due to a bent connector pin. The device was returned for evaluation with a piece broken from the active waveguide. The piece was returned with the remainder of the device. The site contact was not able to provide additional details regarding the device or incident when contacted about the condition of the returned device.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping.